Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
It was reported that the patient experienced magnet retention issues following an MRI. Subsequently the internal magnet was removed on (B)(6) 2018 under a general anaesthetic.